Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported a 23mm epic supra valve was chosen for implant on (B)(6) 2022. During procedure, after the device was implanted, as the patient was came off cardiopulmonary bypass, the left ventricle had very poor contractility and the patient¿s coronary arteries were "coming very close to one another." The strut of the valve was obstructing the flow hence the patient¿s poor left ventricle contractility. The device was explanted the exchanged with a new, 21 mm trifecta valve. Due to this event, the procedure was prolonged 90 -120 minutes. The patient was stable and doing well at the time of report.

Manufacturer narrative:
An event of explant due to cusps not coapting properly was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.h6 medical device problem code 3190 removed and 2682 was added.

Event description:
It was reported that on(B)(6). 2022, a 23mm epic valve was implanted. After the patient came off the heart lung machine, left ventricular contractions were poor and the strut of the valve was obstructing the flow. In addition, the cusps were not opening and closing properly. Therefore, the epic valve was explanted. A new 21mm trifecta valve was successfully implanted. The patient was hemodynamically stable throughout the procedure. The patient was reported to be in stable condition.

Manufacturer narrative:
The reported event of a leaflet, not coapting post implant could not be confirmed. The device was returned to abbott for investigation and it was found that all the leaflets were intact and mobile. The sewing is completely intact. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Hydrodynamic testing upon return to abbott indicated the valve functioned normally however, a small central jet can be observed that may be due to what appears to be a leaflet attachment tear at stent post 1. This test ensures proper leaflet coaptation and hemodynamic performance. The cause of the reported event could not be conclusively determined.h6 medical device problem code: 3190 code removed.

Event description:
It was reported a 23mm epic supra valve was chosen for implant. During procedure, after the device was implanted, the patient "came off" cardiopulmonary bypass for about 90 minutes before discovering the patients left ventricle had very poor contractility and the patients coronary arteries were "coming very close to one another." The strut of the valve was observed obstructing the flow due to the patients poor left ventricle contractility. It was fitting perfectly but the leaflets did not coapt properly after implant. The device was explanted the exchanged with a new, 21 mm trifecta. Due to this event, the procedure was prolonged 90 -120 minutes. The patient is stable and doing well.